Event description:
It was reported that this right atrial (ra) lead undersensed an atrial beat, which triggered inappropriate anti-tachycardia pacing (atp) and shock therapy for an atrial driven rhythm. Additionally, ts stated that there were minute ventilation (mv) artifacts on the atrial channel after the therapy was delivered. As a result, there was a signal artifact monitor (sam) episode that switched the vector. Ts suggested reprogramming options. The health care professional (hcp) stated that they would discuss with the physician to reprogram. The lead remains in use. No additional adverse patient effects were reported.